Manufacturer narrative:
(B)(4). Date sent: 9/19/2024, d4 batch #: x7045p. Additional information was obtained: the device was used on a gall bladder. Surgical method was open surgery. It is unknown that if there was bleeding. The same lot number became unusable in a short period of time. It was reported that har1120 became unusable in a series of cases when used for gallbladder cancer in open surgery. Since it became unusable within a short period of time, it was wondered if there were similar incidents. The surgeon said that he did not recognize the missing blade. Because he recognized that it was recovered during cleaning, he is not going to make a new action for removing broken pieces. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device.  Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to verify the condition of the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure.   Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.  A manufacturing record evaluation was performed for the finished device lot/batch x7045p, and no non-conformances were identified.

Event description:
It was reported that, during cholecystectomy, har1136 became unusable in quick succession. It was a case of gallbladder cancer. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.